Event description:
The reporter contacted animas on (B)(6) 2014 alleging a meter error 1 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: evaluation revealed that error 1 sub code 5 occurs immediately when powering meter. Meter has software version v01.10. Investigators were unable to pair pump and meter due to inability to clear the error 1 sub code 5 message.